Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "there was error code 41622 during testing" was confirmed during the motor test. The probable cause was the cam sensor. Further investigation found that the air detector was dented and the downstream occlusion (dso) seal was cracking. The cam sensor, dso seal, and air detector were replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿there was error code 41622 during testing¿; during device evaluation it was found the air detector dented and the downstream occlusion seal was cracking. No further information provided.